Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was started with tandem technical support (tts) however customer was unable to complete the check. Customer¿s blood glucose (bg) level was 400 mg/dl. Ultimately, the customer reverted to an alternate form of insulin therapy.